Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The technical service representative (tsr) explained the alarm and assisted the home patient hp to clear the alarm. The hp stated he would do a manual exchange. The tsr advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the home patient (hp) stated that he did not notice any abnormalities with the supplies. The hp stated that he finished therapy with a manual exchange. There was no patient injury or medical intervention.